Manufacturer narrative:
Correction/update: serious injury checked. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the flipped pump was not determined. The patient followed up with the hcp on (B)(6) 2019. The patient was seen by a neurology surgeon the same day. Computed tomography (CT) of the abdomen was ordered to determine if surgery was needed and to confirm positioning of the pump. The CT scan confirmed the pump was flipped. The patient was scheduled for pump revision on (B)(6) 2019. The hcp planned to adjust the pocket for the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 100 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2019 it was reported that they thought the pump was flipped because they were unable to access the pump today for the first refill post pump implant. They tried the new and old programmer but were unable to telemetry the pump. Then they put the programming head down and under the patient¿s body and they were able to establish telemetry. An x-ray was done and confirmed the pump was flipped. The doctor was wondering if it was put in backwards and questioned if they tried to manipulate it back in place as they thought they could do it easily if it would possibly flip again. Per the reporter, there was enough drug in the reservoir to wait with the pump refill and they would confer with the surgeon. No patient symptoms were reported. No further complications have been reported as a result of this event.